Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The pediatric patient received clindamycin phosphate injection (0.16g) dissolved in 0.9% sodium chloride solution via an intravenous catheter for anti-inflammatory treatment. Thirty minutes after administration, leakage from the catheter was discovered. The leaked solution soaked half of the box securing the hand, and soaked approximately 10cm x 10cm of the bedsheet. The volume of leaked solution could not be estimated. This ultimately resulted in an insufficient therapeutic dose for the patient, compromising the treatment. Following the incident, the IV catheter was promptly removed, and the attending physician was notified for rounds. The patient's parents were visibly upset.

Event description:
No additional information.

Manufacturer narrative:
An initial medwatch report has been submitted. Upon further review, it was determined that this medwatch report 3006948883-2025-00764 is a duplicate file and is to be voided. The original event was submitted in medwatch report 3006948883-2025-00742.